Manufacturer narrative:
Although the distributor initially reported that the AED would not power on, analysis of the device's internal log files did not confirm this issue. The evaluation determined that the AED operated as intended. Log file analysis identified that the unit began issuing a "battery low warning" on (B)(6) 2025, at which point the battery was removed from the device. After the distributor installed a new battery and performed a manual self-test, the AED functioned as designed and remained in service.

Event description:
An international distributor reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.